Event description:
Customer reported having motion sensitive alarm and error alarm. Troubleshooting was performed and pump was returned for analysis. Customer's family member also reported customer being hospitalized 2 weeks ago due to high blood glucose levels.